Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant , during procedure, the tome was completely bowed. The cutting wire snapped while doing sphincterotomy. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second hydratome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant , during procedure, the tome was completely bowed. The cutting wire snapped while doing sphincterotomy. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second hydratome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Visual examination of the returned device revealed that the working length was twisted. In addition, the distal pierced hole (tome's extrusion) was torn. These conditions causing the wire anchor to be dislodged from the extrusion. The cutting wire was not broken; however, the wire anchor was observed broken and blackened. It was found during the investigation that the wire anchor dislodged could be perceived by the user as cutting wire broken; consequently, confirming the reported complaint. It is most likely that a peak of voltage could have caused the failures noted. The most probable cause of this failures are adverse event related to procedure, the adverse event occurred during the procedure and the device had no influence on event. In addition, the received device has a distal pierce hole torn, this is evidence of that cutting wire anchor slipped out causing the catheter to tear. Based on above information, there is no evidence of a manufacturing issue related. This type of damage is associated with a known design limitation of the device generated by mechanical tear when the cutting wire/anchor is tearing through distal pierce hole and continuing down through the ptfe catheter. Therefore, the most probable cause for this complaint will be assigned as design inadequate for purpose, since the problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device. There is an ongoing investigation opened to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.